Manufacturer narrative:
(B)(4). The customer reported a user initiated extended self test, defib test failure. The local philips representative confirmed this condition and reported that the device would not charge energy for the defib test. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a user initiated extended self test, defib test failure. The local philips representative confirmed this condition and reported that the device would not charge energy for the defib test. There was no patient involvement.